Event description:
Medtronic received a report that the pipeline device did not open in the proximal third. There was failure to open in the proximal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery aneurysm with a max diameter of 3.4 mm and a 3.0 mm neck diameter. The landing zone was 3.5 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was satisfactory. Ancillary devices include a neuron maxx 088 90cm penumbra sheath, phenon 27 e phenon plus medtronic microcatheter, microguia synchro 0,014 stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield braid was returned for analysis within a shipping box, within an opened pipeline flex w/ shield outer carton and within an opened pipeline flex w/ shield inner pouch. The pipeline flex w/ shield pusher or phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: both ends of the braid were found fully opened, frayed, and damaged. The middle braid was found damaged/twisted . No other anomalies were observed testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ could not be confirmed; however, the middle braid was found not fully open. Possible causes are damaged catheter, damage to pushwire, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed and the middle was found twisted, however the cause could not be determined. Possible causes of damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported devices were prepared per IFU, pipeline was not positioned in a bend, pipeline was resheathed less than or equal to two times, and patient vessel tortuosity as moderate. The likely cause could not be determined. As the pipeline flex w/ shield pusher and phenom-27 micro catheter used during the event was not returned, any contribution of the pipeline flex w/ shield pusher and phenom-27 micro catheter towards the failure to open proximal could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported observed a failure in the pipeline mesh which we believe might be the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.